Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. The drug, dose, and concentration were unknown. The indication for use was spinal pain. The patient presented with slurred speech and a change in mental status. The patient normally resided in a skilled nursing home. The patient was also septic, so they were trying to determine if the symptoms were related to that. The hcp was planning to contact the managing hcp for further discussion.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp could not remember what troubleshooting, diagnostics, or interventions were performed. The hcp could not remember the patient and had no further information to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.